Event description:
It was reported that pump experienced malfunction alarm, and caller did not identify any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump, confirmed malfunction did not recur, successfully rejoined sensor session and resumed insulin delivery, and was advised to continue using pump and call back if any future malfunction alarms occurred.